Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the transmission, it was noted that the implantable cardiac monitor (icm) had experienced an unexpected reset due to an unknown reason. Programming changes were attempted but were unsuccessful. Eventually, no intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
The reported complaint of reset was confirmed. Review of device data provided determined that the reset was caused by unexpected por event. The root cause of the por cannot be determined based on the available data. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery. Reported event of inappropriate or unexpected reset was confirmed. Device was received in reset mode due to real time clock (rtc) not being correctly restored after reloading product code in the field. Software investigation indicated that device had unexpected power-on-reset (por) and caused the reset observed in the field. Further analysis performed after reloading the product code and correctly restoring rtc did not find any anomaly. 3d xray was also conducted and found no anomaly contributing to por anomaly. Por could not be reproduced and the cause could not be determined. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received notes that the insertable cardiac monitor (icm) was explanted and replaced. There were no patient consequences.